Manufacturer narrative:
This is one of two products involved with the reported event. The medical device reporting reference number for the other event is 3004939290-2020-01907. As reported, after the devices were removed from each packaging tray, the distal end of the cannula of two 6f/7f mynx control vascular closure devices (vcd) were noted with split and the sealant were exposed. The devices were not used in patient. There was no reported patient injury. Both devices were replaced with another mynx control. Both devices came from the same lot and box. The devices were properly stored and opened in sterile field. The devices were not storage in temperature exceeding 25 °c. The devices were removed from the package per the instruction for use (IFU). There were no damages noted to the devices packaging. No other information was provided. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The procedural sheath was not returned and the sealant was observed at the distal end of the sealant sleeve. Per microscopic analysis, the sealant¿s outer sleeve was frayed and kinked. This condition may contribute to the deployment difficulty. However, it is unknown if the damage to the sleeve occurred during the procedure or during subsequent handling or transit. Functional testing was not performed on the received device due to the damaged sealant sleeve. A product history record (phr) review of lot f2014001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/during prep¿ were confirmed during analysis of the returned devices. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as excessive force used to insert the device, may have contributed to the reported events. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This is one of two products involved with the reported event. The medical device reporting reference number for these events is (B)(4).

Event description:
After the devices were removed from each packaging tray, the distal end of the cannula of two 6f/7f mynx control vascular closure device (vcd) were noted with split and the sealant were exposed. The devices were not used in patient. There was no reported patient injury. Both devices were replaced with another mynx control. Both devices came from the same lot and box. The devices were properly stored and opened in sterile field. The devices were not storage in temperature exceed 25 °c. The devices were removed from the package per the instruction for use (IFU). There were no damage noted to the devices packaging. Both devices will be returned for evaluation. No other information was provided.